Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported catheter shaft leak was investigated and confirmed a leak at the base of the strain relief material when the device is pressurized. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed and corrective actions were implemented. The performances of these devices will continue to be monitored.

Event description:
It was reported that during a procedure of the unspecified vessel, the armada 35 balloon catheter was pressurized but the pressure indication of the inflation device did not increase. The armada balloon catheter was examined and a leak at the hub/luer was noted. A new balloon catheter was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.